Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with multiple cartridges during the load process. Customer's blood glucose level was 323 mg/dl at the time of the report. Contact stated a bolus will be delivered to bring bg levels to target range. In addition, it was reported that the customer experiences an elevated and low blood glucose (bg) levels (60-300 mg/dl). Reportedly, elevated and low bg levels are due to the customer being a "brittle diabetic". Customer declined to provide any further information.